Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a revision procedure the physician accidently cut the right atrial (ra) lead. Subsequently, the ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the surgery to explant and replace the lead.

Event description:
This supplemental report is being filed as the conclusion code was updated.